Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt was unable to detect an ECG signal. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation both ECG channels showed a flat-line. The cause for the flat-line was isolated to an internal short to the -5v line inside the distribution node to ECG-b cable. The root cause of the shorted wire could not be positively identified. No adverse event resulted from the shorted wire. The pt received a replacement electrode belt.